Event description:
It was reported that the ilet screen was cracked, which impaired the device¿s usability, while blood glucose management was maintained and unaffected. Symptoms included no adverse clinical effects. Outcomes included a device replacement and continued cgm use via the dexcom app or receiver. Investigation included case intake, photographic review, and coordination of replacement with return of the original unit. Investigation of this device revealed physical damage to the display consistent with external impact, with no indication of device malfunction affecting glucose control. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.